Manufacturer narrative:
The access accutni+3 reagent was not returned for evaluation. All assay and system verifications met specifications at the time of this incident. No hardware errors, flags or other assay issues were reported in conjunction with this incident. The customer acknowledged the presence of a clot within the sample. The serum sample was not allowed to clot for the recommended 30 minutes before centrifugation. The customer did not follow the IFU and the clsi guidelines for pre-analytical sample handling. Per the access accutni+3 instruction for use (IFU) document, part number e a90435 j, instructs users as follows: ¿the role of pre-analytical factors in laboratory testing has been described in a variety of published literature. Following blood collection tube manufacturers¿ specimen collection and handling recommendations are essential to reduce pre-analytical errors¿ and ¿remove any residual fibrin or cellular matter. Failure to do so can contribute to falsely elevated results¿. Additionally, as per clsi [clinical and laboratory standards institute] guideline-gp44-a4: procedures for the handling and processing of blood specimens for common laboratory tests. 4th edition, the recommendations are to allow the tubes to stand upright, for a preset minimum period of time (e.g., 30 - 60 minutes) to allow for clotting, before centrifugation¿ and ¿the serum samples should be clotted before centrifugation, fibrin, sometimes visible as a clot may affect some assays¿.

Event description:
The customer reported obtaining erratic troponin I (access accutni+3) results for one patient sample involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The initial two results recovered above the normal reference range of the assay. The customer reanalyzed the patient's sample on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained three lower results. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a serum tube. It was collected at 18:00 hours and was loaded on the instrument at 18:17 hours. It was centrifuged for ten (10) minutes at 3,000 g (g force) at 15 to 25°c (degrees celsius). The customer identified a clot in the sample after testing.